Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". Align's clinical review of the available records show that tooth 1.4 had pre-existing periodontal issues, including a distal recession, red and swollen surrounding gingiva tissue and the tooth was over extruded. No conclusive evidence has been provided that supports or opposes whether the aligners caused or contributed to the required tooth extraction and therefore, this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The treating doctor reported that the patient will require an extraction of tooth 1.4 due to periodontal reasons. No additional information is available currently.